Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided. (G5pma 510(k) this product is awaiting PMA.

Event description:
A finnish customer received a blood glucose reading of 2.8mmol/l on the contour next link 2.4 and it was automatically marked as a control reading, which will be displayed as a control test when accessing the meter's memory. No adverse event was alleged. The strip information on the label was not legible. Customer was advised to return the strips for evaluation.

Manufacturer narrative:
Although the reading of 2.8mmol/l was noted by the lab to be marked as a control, which the customer initially alleged to be a blood result, the qa lab could not confirm the allegation of blood readings marked as control tests with the returned product.